Event description:
Pt had silicone breast implant inserted 11/2/89. Pt has noted intermittent minute whitish-yellowish deposits on mid-lower aspect of right breast, "like grains of sand." Good personal hygeine, bra and changed frequently. Skin and incision intact. No skin irritation of rash. Pt seen by plastic surgeon on 7/12/95. Silicone implant appeared intact. No recent trauma to right breast. Mammogram 12/95 negative for changes in right breast. Plastic surgeon unable to identify deposits. No further recommendations. No deposits have ever been noted on left breast. Condition remains unresolved. Specimens of deposits saved per pt. In last 3 yrs, pt has developed osteoarthritis (bilateral knees) and bursitis. (Bilateral hips). Chronic fatigue, not debilitating. Loss of hair not too obvious.